Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the monitor display went blank. The user found the issue to be with a defective board. The user replaced the board, and the monitor display then functioned as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.